Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to address the occlusion. The customer's blood glucose (bg) level was over 500mg/dl. And a manual injection was administered to address bg level. Tandem technical support educated the customer in occlusions and how to avoid occlusions.